Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she woke up with a headache the day after implant and she had one every day since. The patient had a toradol shot, steroid pack and went to the emergency room and got IV cocktail. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about the circumstances that led to the headaches and the steps taken to resolve it. If additional information is received, a follow up report will be sent.